Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow and ok keypad buttons were sticking and intermittently unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed the up and down buttons are intermittently responsive. The keypad was intact and when removed for investigation, found contamination under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.